Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device had a travel coarse error during occlusion testing. There was no patient involvement.

Manufacturer narrative:
D3. Manufacturing plant address, city, zip code: corrected. H6. Investigation codes: updated. Investigation summary: customer states device had a travel course error. Complaint confirmed by onboard testing diagnostics. Replaced the clutch, motor and motor gear. Pump passed all verification testing, software updated to v1.6.5. Reset to standard configuration. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.